Event description:
It was reported the catheter was difficult to remove. The target lesion was located in the peripheral artery. An 8.0 x80, 75cm gladiator elite balloon was selected for use. During the procedure, upon removal the catheter was difficult to remove and was stretching. The balloon was deflated and was able to be removed in one piece. The procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: the gladiator was returned for analysis. A visual and tactile examination identified that the balloon was not tightly folded and had been subject to positive pressure. A visual examination of the markerbands identified no issues. A visual and tactile examination identified a shaft kink 470mm distal from distal end of strain relief. The shaft was also noted to be stretched on several locations along the length of the device. A visual and tactile examination identified no damage to the tip.

Manufacturer narrative:
B3: date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported the catheter was difficult to remove. The target lesion was located in the peripheral artery. An 8.0 x80, 75cm gladiator elite balloon was selected for use. During the procedure, upon removal the catheter was difficult to remove and was stretching. The balloon was deflated and was able to be removed in one piece. The procedure was completed with a different device. There were no patient complications as a result of this event.